Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a patient of unknown age and gender underwent an ide-custom made device procedure in which the flexor raabe guiding sheath was used. The sheath had been used several times during this procedure and, reportedly, underwent a lot of manipulation due to tortuous anatomy. The sheath was taken in the ancillary artery down to the celiac artery. During one of the re-introductions of the guiding sheath the valve separated from the sheath. Reportedly, the sheath had been in place approximately twenty minutes. Nothing detached in the patient and the physician had to continue to use this sheath until another manufacturer's stent was deployed. Once the stent was deployed the sheath was then exchanged. It was confirmed the patient experienced blood loss which was described as "under one pint". The procedure was completed and the patient's outcome was "good." It was reported the patient did not retain any portion of the complaint device, require additional procedures, or experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. Visual inspection of the one, used complaint device revealed the sheath tip was undamaged. There was wrinkling of the proximal flare which was also distressed but intact. Both the proximal flare and connector cap measured within specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer's instructions and quality control procedures were conducted, and no gaps were discovered. Hub separation is addressed in the instructions for use. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information received since the last report was submitted.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.